Event description:
A (B)(6) old with history of breast ca. Here for check of l subclavian bardport. Bart port found to be dislodged, was removed and new mediport placed in r subclavian. During retrieval of retained mediport, distal radiopaque marker from amplatz goose neck snare was noted to be detached. Attempts to retrieve marker were unsuccessful as marker was fixed to svc. Marker did not move during continuation of procedure and placement of r mediport. Due to the small size of the radiopaque marker (mms) and increased risk to pt posed by aggressive search retrieval radiopaque marker was left retained by physician. This info was provided to the pt by the physician. Amplatz goose neck snare catheter lot # 9387138, ref # (B)(4) was used during the procedure. Snare functioned properly, however, distal radiopaque marker became detached and fixed to the svc tissue. No injury to pt identified.